Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00354, initially reported on 22-apr-2020 through esubmitter. This MDR is to reflect the additional information received. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018, and revised on (B)(6) 2020 due to a pump tubing tear/leak. Additional information received noted that the device was revised, and the reservoir was not removed. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a surface abrasion on the longer pump exhaust tubing, indicating repetitive contact between surfaces. Microscopic inspection revealed rough and irregular surfaces on the site of the detachment end of the longer pump exhaust tubing. No functional abnormalities were noted with the pump. The information received indicated that there was a pump tubing leak/tear; however, testing revealed no functional abnormalities. Microscopic examination of the detachment end of the longer pump exhaust tube revealed the surfaces to be rough and irregular, indicating stress was exerted. Based on the information and based on the rough surfaces of the detachment site, it was concluded this was most likely the separation. A separation of this type could then allow the loss of fluid, making the device inoperable. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, pump tubing leak tear. Device revised. Reservoir not removed.